Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received an unexpected restart alarm and insulin pump would reset itself. Customer was not able to speak or troubleshoot at the time and would be calling back. No further information provided.